Manufacturer narrative:
Angiography images were submitted to edwards for review by an edwards¿s physician proctor. The following observations were made: heavy annular calcification was in the first image and the balloon shifts aortic during inflation. Bav with a 25mm bav was performed. No pvl was noted. Based on findings, a 26mm s3 valve is recommended. The valve was deployed in good coaxial position with the marker in correct position. Slow inflation was noted with the wire in good position. The annular rupture was not observed. No post deployment aortogram was available. Impressions: bav performed with a 25mm bav balloon. No pvl noted with bav aortogram. Based on bav findings, and heavily calcified annulus recommend 26mm valve. CT imaging would be needed to confirm annular measurements.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, bulky calcification on the non-coronary cusp and the valve complex, and severely obliterated sinuses of valsalva are likely contributing factors to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, after implant of a 29mm sapien 3 valve, an annular rupture was seen on echo and the patient expired. The native valve was very calcified and heavy bulky calcium was noted throughout the valve complex. The co-planar view was difficult due to calcium obliterating the non-coronary cusp on fluoroscopy. After the best view was obtained, bav was performed and the valve was implanted in an 80:20 aortic/ventricular position. Post procedure echo showed a large effusion with tamponade and the patient became symptomatic with low blood pressure and arrhythmias. The patient's chest was opened and they were placed on bypass. A tear at the right coronary and non-coronary commissure extending in the aorta was observed. A possible tear in the lateral wall was speculated to be the case for the blood loss. The patient expired on the operating table from blood loss while attempting to repair the annulus. The annular rupture was considered to be due to bulky calcification on the non-coronary cusp and valve complex. The patient's native annulus was bulky/severely calcified, the native leaflets were bulky/severely calcified, the aortic root was bulky/severely calcified, the sinuses of valsalva were obliterated and the sinotubular junction was mildly calcified. Two lvot calcium nodules on the non-coronary cusp were observed on CT assessment. The nodules were 6x5x9mm and 4x5mm in size and the left and right cusp were fused.